Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The reported observation of the ipg battery was at end of life (eol) was confirmed. Unfortunately, the device experienced a power on reset (por) and performed a recovery in the field. This deleted 554 days of programming so it is unknown what the patient settings were for this period of time. Therefore, a longevity estimate cannot be performed.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the ipg was explanted and replaced.